Event description:
Implant failed to osseointegrate

Manufacturer narrative:
*H11 the initial emdr record was due for submission on (B)(6) 2026. Due to a high volume of complaint entries, the complaint assessment was completed later than expected, which delayed creation of the emdr submission record. Following completion of the reportability assessment, the emdr record was created on (B)(6) 2026. The importance of timely complaint entry and the direct correlation to the creation of other complaint records has been reviewed with the team.